Event description:
A dr reported that a pt experienced an ocular burning sensation, ocular stinging and corneal infiltrates after using complete brand comfortplus multi-purpose solution. In follow-up, the dr reported that the pt initially started using the product in 1999, and 2000, presented with burning and stinging and was diagnosed with infiltrates and slight punctate keratitis in both eyes. The dr then treated the pt with fml, and improvement in the pt's condition was noted two days following the treatment. Contact lens wear with new lenses was started one week later. One month after wearing pt's contact lenses again, the infiltrates were larger than in the past. Contact lens wear was stopped again and the pt was treated again with fml. One month after wearing lenses again, the infiltrates had returned again. The fml regimen was started a third time and when the pt returned to lens wear, pt was switched to ultracare. After one-month using ultracare, the pt had no infiltrates, just scars from the previous infiltrates. Corrective treatment: fml, ultracare, new contact lenses.